Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made and the recipient's issues have resolved. The recipient continues to use the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced facial never stimulation with device use. The recipient was advised to discontinue device use.